Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to enter in the transmitter ID into the pump due to the touchscreen keypad not switching from the numeric keypad to the alphabetic keypad. Troubleshooting with tandem technical support was performed, and the customer was able to successfully enter in the transmitter ID. There was no reported impact to customer's blood glucose level.